Manufacturer narrative:
Additional information: posterior tibial artery was treated. A non-medtronic 5fr 11 cm sheath and a non-medtronic 150cm 0.014" guidewire was used. No embolic protection was used. IFU was followed. The balloon was inflated accordingly to the IFU. There were no issues noted during inflation. Several minutes of intense negative pressure and traction were applied to try and deflate the balloon. The procedure was completed by removing the balloon partially deflated. The device was not fully deflated prior to removal. No intervention was required for the removal of the device. There was no vessel damage or patient injury noted medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device returned coiled inside a plastic bag inside a sterilised pouch. Pouch also returned. Lot number on pouch label and luer: 222603801. Device was decontaminated with cidex opa solution soak. The device was returned with a kink on the shaft. A 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. A 0.014¿ guidewire from the lab could not be loaded due to the kink on the shaft. Negative prep was performed, and no issues noted. The balloon was inflated to nominal pressure of 7 atms but the balloon could not inflate. The balloon was then inflated to rated burst pressure of 14 atms but the balloon burst at the balloon bond. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an amphiprion deep pta balloon to treat a lesion. It was reported that the physician encountered difficulty to deflate the balloon at the end of the angioplasty. Device slow to deflate at the lesion site. This made the procedure time longer than usual. No patient injury reported.